Event description:
(B) (4)

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The date of manufacture could not be determined. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that the device could not be interrogated. It was further reported that the device was explanted due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The date of manufacture could not be determined. If additional relevant information is received, a supplemental report will be submitted.